Manufacturer narrative:
F10 device code - manufacturer would question using code 1477 here. There is no way of knowing whether or not there was device failure prior to either return of the product for analysis or the final report from the medical examiner. From the patient history given, it appears that there may have been other social factors involved which may have caused the event reported. Information received for medical examiner who performed autopsy on patient indicate that "there was no remote chance that the device malfunctioned", primarily based on the number of needle marks present on the patient's body. There were no remarkable findings on post-mortem gross or microscopic examination, other than some signs of congestion of his organs consistent with a drug overdose. The medical examiner stated that the patient's family had requested that the device be sent to the FDA for evaluation.